Event description:
Implanted (B)(6) 2008, starting in 2010 health started to deteriorate. In 2010, constant neck pains started. In 2012 breast continued to leak from nipple for no known reason. In 2013, had to leave job, very sick couldn¿t walk across a room without blacking out. Constant migraines and extreme exhaustion and brain fog. In 2014, breast cysts and nodules. Biopsy performed and negative for breast cancer. Breast continued to leak for no reason . In 2016, 8 week bronchial issues with no reason. Would stop breathing when coughing began. In 2017, head to toe psoriasis outbreak for first time ever having never had skin issues. After 10 month, able to clear up most of it but still had about 20% of body covered. Explant (B)(6) 2018. Neck pains stopped day implants removed. One of two implants ruptured even though nothing showed up to that point rupture. Have been slowly continuing to heal after explant and most 100% symptoms.